Event description:
As reported by the use facility (translation of user facility information by bbm sales (B)(4)): delivery inaccuracy: information on complaint. The customer has reported that they had difficulty maintaining full flow on the pump. The patient was taking gelofusine. (B)(4).